Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient needed a revision due to a surgeon who was not that talented and resulted in a fractured lead. Rep wanted to know if a cervical MRI could be done if the 4 electrodes remain inside the body.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.